Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. The upstream occlusion alarms were confirmed during a review of the event history log. During evaluation, the upstream sensor was found to be failing causing false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unknown.